Event description:
When the physician intended to use the subject device again during a procedure, the probe tip was broken off. There was a fragment of the probe on the floor. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for eval. But the probe unit was not returned. The mfg history was reviewed, with no irregularities noted. Based on the past cases with the same model, it is possible that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. If additional info is received, this report will be supplemented. This report is being submitted as a med device report in an abundance of caution.